Event description:
It was reported that via merlin.net, non-sustained lead noise due to post-paced t-wave oversensing was observed. The device was reprogrammed and the patient had no issues after the event.

Event description:
New information received states that an asymptomatic patient presented in clinic for follow-up, and post-paced t-wave oversensing was observed again on the ventricular channel. The recommended programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.